Manufacturer narrative:
Initial

Event description:
It was reported that a person using the ilet experienced hyperglycemia with a highest cgm reading of 350 mg/dl over a few hours, with no pump alarms and a steel infusion set on the right abdomen; glucose was trending down at the time of the report. Symptoms included no physical complaints. Outcomes included no reported medical intervention or hospitalization, and the person self-managed while glucose declined. Investigation included troubleshooting and education with review of infusion set status, recent site change, recent meals, and insulin handling, with no contributory non-device factors identified. Investigation of this case revealed no device alarms or observable infusion set issues, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.